Event description:
On (B)(6) 2011 customer reported that the startup failed on hgb for their act diff 2 instrument when they noticed the baths had overflowed approximately 10 - 20 ml of diluent and lyse. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and did not observe the leak. Fse was not able to duplicate the leak. Fse ran startup and quality control and all were within specifications.

Manufacturer narrative:
(B)(4).